Manufacturer narrative:
In this MDR, bd corporate (B)(6) has been listed. As (B)(6) is an OEM manufacturing site. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that bd (B)(4) was reporting errors when there appeared to be none. No serious injury or medical intervention reported.